Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 598 mg/dl at the time of incident and current blood glucose level was 363 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea, vomiting and difficulty in breathing. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not able to complete troubleshooting because customer request discontinue troubleshooting. Customer request to stop high blood glucose troubleshooting. The device will not be returned for analysis.